Event description:
Additional information received from the manufacturer's representative (rep) reported the device was explanted on (B)(6) 2016 and was going to be sent back for review.

Event description:
The manufacturer's representative (rep) reported they met with the consumer on (B)(6) and they requested the system be explanted due to pain in the pocket site when the system was on or off, and tremendous pain when charging. Surgery was scheduled for (B)(6) 2016. Relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.